Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify alarm in history due to over written history. Insulin pump received with cracked battery tube threads.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 194 mg/dl. The error occurred during prime. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer changed the infusion set and reservoir, but the alarm persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.